Manufacturer narrative:
Patient weight was not provided for reporting. Additional device product code: hrs. (B)(4) lot# unknown. Event occurred intra-operative. Device was not implanted/explanted. Screw shaft remained embedded in the patient. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent an orif proximal phalanx fracture procedure. Approximately in the middle of the procedure, two (2) screw heads broke off while attempting to insert them. The screw heads that broke off had several millimeters of screw poking out. The surgeon sheared off the millimeters of screw poking out from each screw. The surgeon attempted to use several instruments to remove the shafts of the screws embedded in the patient¿s finger bone, but the screw was not seated properly. He tried to back the shaft of the screw out of the bone, but failed. The surgeon also attempted to file down the exposed part of the screw, but was unsuccessful. He decided to leave screw shaft in place. Patient was stable following surgery. There was surgical delay of five (5) to seven (7) minutes. Concomitant devices report: screws (quantity: 3). The 1.0 mm cruciform screwdriver blade with spring holding sleeve, hex coupling (part# 314.482, quantity: 1). This report is for one (1) 1.0 mm cortex screw. This is report 1 of 2 for (B)(4).